Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device revealed that the right ventricular lead pacing impedance was less than the lower limit. Insulation damage was suspected. No interventions were made. The patient was stable.